Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 11jan2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn 12332262 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
(B)(6). Patient or user involvement: no. Patient or user harm: no. Tech called in for help on 8100 unit serial # (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: tech. Get failing on 8100 unit when running pm test on the pressure sensor, try to run calibration on unit still failing on pressure sensor for patient side, before call he replace the sensor and its still failing and they are use confirm they are use bd pressure senors, tech will send unit in for services repair. Confirm price quote for level one repair services . Tech will call back once he has po# setup.